Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. 586083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the autoimmune disorder, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea added. Reporter, events outcome, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. 586083- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included dicycloverine (dicyclomine) from (B)(6) 2017, ibuprofen from (B)(6) 2017, paracetamol (acetaminophen) since 2010, promethazine from (B)(6) 2017 and sertraline from (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 1 year 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Essure confirmation test(s) should my tubes were blocked. Most recent follow-up information incorporated above includes: on 9-nov-2018: new pfs received- outcome of event pain and abnormal bleeding from recovering/resolving to recovered/resolves were updated.new reporter was added.concomitant drugs were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. 586083) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the autoimmune disorder, menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded. Essure confirmation test(s) should my tubes were blocked. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received. Events added from pfs- depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and autoimmune disorder ('autoimmune reaction') in a 37-year-old female patient who had essure (batch no. 586083- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included dicycloverine (dicyclomine) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) since 2010, promethazine from (B)(6) 2017 to (B)(6) 2017 and sertraline from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"), 1 year 10 months after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia had resolved and the autoimmune disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: essure confirmation test(s) should my tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new pfs received- outcome of event menstrual bleeding updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: confirmed essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.